Event description:
Endoscopic rotating multiple clip applier was being used to apply titanium clips to internal areas of bleeding. The clips would not adhere to the tissue. Another device was obtained to complete the surgical procedure. No patient harm.